Event description:
Heal-laa study it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and a deployed device diameter of 25 mm. There were no patient complications that were reported to have occurred. 366 days post procedure an echocardiogram was performed. The imaging showed that there was a device related thrombus present on the atrial side of the closure device. At the time of the event, the patient was on aspirin and clopidogrel. Transesophageal echocardiogram (tee) showed a non-mobile thrombus, pedunculated on the atrial facing surface of the device with 2.2cm maximum area of thrombus. The patient was given apixaban in response to this event and no other complications were reported to have occurred.